Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -7.00 diopter lens had a tear/break during loading. This occurred on (B)(6) 2023. The lens was not implanted. On (B)(6) 2023 a replacement lens of the same model;/size and diopter was implanted and the problem was resolved.